Event description:
It was reported that when the technologist went to angulate the tube over the table, the collimator of a silhouette fc system suddenly detached from the overhead tube suspension and dropped onto the table top. No injury was reported from this incident.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.